Event description:
It was reported that when using the bd pyxis¿ es server stock outs were not printing from pyxis machines around the hospital to the main pharmacy. Stock outs were transmitting, but physical printouts were not being received. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the pyxis stock out reports were not being received or printed from the server although pyxis logistics (plx) was successfully receiving stock-out transactions and printing labels. A technical support specialist (tss) confirmed that plx was functioning correctly, but server was not generating the expected reports, particularly after a recent medes upgrade on 11 march 2026. Upon dialing into the plx server, it was verified that pyxisstkout transactions were successfully crossing and being processed, confirming no issue on plx, while a specific med identification (ID) provided by the customer had not crossed since 03/10/2026 and was not present in wfa. Follow-ups were made with the customer requesting additional details on affected stations; however, subsequent confirmation from pharmacy indicated that the issue had been resolved. The system functioned as intended after the customer resolved the issue.